Event description:
It was reported that the patient with this cardiac resynchronization therapy pacemaker (crt-p) presented to the emergency room (ER) due to muscle stimulation and syncope. The physician saw that the device was in safety mode and decided to hospitalize the patient with a temporary pacemaker. The device also exhibited pacing inhibition. It was noted that the device was reprogrammed several years ago due to loss of capture (loc) on the left ventricular (lv) lead channel. The device was explanted and replaced. The device is expected to be returned for analysis. No additional adverse patient effects were reported.